Manufacturer narrative:
The device was evaluated by an approved service provider. The customer's report was observed during initial testing; however, after disassembling the device to determine root cause, the report was no longer seen. The ECG shields were replaced. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device failed leakage current test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.